Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This 23 mm sjm trifecta valve was implanted on (B)(6) 2012. The patient followed-up in (B)(6) 2014 and had normal echo with no aortic valve regurgitation. On (B)(6) 2015, the patient was symptomatic and by echo central regurgitation was noted. A valve-in-valve tavi was performed on (B)(6) 2015 with a 23 mm edwards transcatheter valve. The patient was reported to be stable and recovering.